Event description:
It was reported that on (B)(6) 2021 , during a novasure procedure the physician while sounding created a false passage in the cervix, then decided to continue with the ablation and observed that distension was difficult and attempted and ablation but suspected an ablation so decided to abort the procedure. Patient had history of severe endometriosis and midline laparotomy so the physician decided not to perform a laparoscopy. Patient was admitted to a different hospital for observation and was sent home the next day. 2 novasure devices were used.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.